Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device is being returned for evaluation. Method ¿ no testing methods performed. Results ¿ results pending completion of evaluation.

Event description:
It was reported that during a procedure using the emg tube there was ¿no stimulation signal, faulty power.¿ the tube was removed and replaced. There was no patient injury.

Manufacturer narrative:
February 26, 2014 received at medtronic xomed. The device was returned for evaluation by the quality engineering team. As received condition: received two (2) sample(s), one with original opened pouch and the other one with a bio-hazard bag with non-medtronic label. Both the labels listed part# 8229975 and lot# 0207320816. The size was confirmed by the stampings on the inflation balloon, ¿7.5mm¿ on both the samples. There was bio-residue present on both the samples indicating use. Analysis results: [equipment used: fluke 21 multimeter, asset # 1153-j, calibration due 07/2014] observations: from visual evaluation, no visible damages were observed to the tube or the electrode assemblies. The resistance was measured as per drawing 90a1716 emg et tube harness, rev h, note 2 and 3. ¿maximum resistance from electrodes to pins: 20 ohms.¿ open circuit (>20 m ohms) between pins. Measurements were taken with a fluke 21 multimeter, asset # 1153-j, calibration due 07/2014. The resistance readings on sample 1 were as follows: blue leads measured approximately 10.6 ohms and 11.6 ohms. The red leads measured approximately 10.9 ohms and 11.4 ohms. The measurements were within the required specifications. Measurements on sample 2 were as follows: blue leads measured approximately 8.5 ohms and 11.7 ohms. The red leads measured approximately 9.5 ohms and 9.6 ohms. The measurements were within the required specifications. On both the samples minor creases/wrinkles were noticed on the flex circuit tail but it did not appear to have impacted the resistance readings. The paper electrodes on the tube assembly did not appear to be abnormal in any manner. There was no indication of any manufacturing or supplier defects. Based on the above observations the customer complaint could not be confirmed since no issues were noticed on the returned samples. Some contributing factors to the event may possibly be related with customer set-up, placement of the device or other operational / procedural / anatomical factors (difficult patient anatomy, use of anesthetic gels or creams) but could not be confirmed. (B)(4).